Event description:
Oversensing on the right ventricular channel was observed via homemonitoring. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2024 recorded the repeated increase in short interval counter from 0 to >249 at the beginning and end of (B)(6) 2024. The analysis of the provided iegm episode no. 792 from (B)(6) 2024 revealed artifacts on the rv channel, which led to the reported oversensing. Based on the available information, the integrity of the lead cannot be assured. However, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes, the lead was explanted on (B)(6) 2024 upon receipt, the lead under complaint was found cut 14 cm distal to the df4 connector pin (into 2 segments). An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found rubbed through 7.5 and 14 cm proximal to the lead tip, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the fixation helix was found bent and the rv shock coil deformed, these damages most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.